Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level (27 mg/dl) after transitioning from insulin injections to the pump. Reportedly, the low was due to the long acting insulin on board (still active in the body) and then customer reverting to pump therapy too soon. Paramedics were called, customer was unresponsive, and glucagon was administered. There was no reported permanent injury due to the low bg.